Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, on-x aortic valve was explanted as surgeon was uncertain if leaflet impingement was a possibility based on unclear flouro imaging.

Manufacturer narrative:
The valve was returned july 24, 2019 for evaluation. Decontamination was performed, and the serial number was provided to field assurance. The valve was received with the final valve assembly intact, however the housing was damaged where one pivot shield was fractured, and broken segments were included in the container with the valve. A visual examination of the assembly finds the leaflets are captured within the housing pivots and articulated normally. No thrombus or tissue is evident within the sub-assembly. The valve and fragments were decontaminated. Visual microscopy examination was conducted on the subassembly. Functioning the valve find the pivot articulation of the leaflets within the housing opened and closed normally without bind. The fractured housing was examined, and the fracture pattern observed is consistent with fracture induced by instrument clamping pressure against the carbon. The fracture occurred on one of the housing pivot shields which is an exposed valve feature above the sewing cuff. This fracture appears to have been created potentially during explantation. This fracture location is not likely to produce high gradient since the articulation of leaflets were still free to open and close, however, if this damage had occurred before explantation, valve regurgitation would have been affected as the fracture would have allowed backflow when the valve was closed. The complaint did not report valve regurgitation. The leaflets were dissembled from the housing and each component was examined under microscope. The leaflets do not show any evidence of damage and no abnormal wear patterns around the pivot capture features are found. Likewise, examination of the housing pivot locations find no damage or abnormal wear patterns in the pivots or pivot flat areas. It appears no damage occurred on the leaflets or housing as a result of rotating the valve. The conclusion of the evaluation is that no evidence was discovered to suggest the onxane-23 valve (B)(4) had functioned incorrectly. The reported event of a leaflet possibly sticking (i.e. Binding) could not be confirmed. The evident housing damage of the pivot shield feature appears to be an iatrogenic cause most likely during explant of the valve. Based on the available information a root cause cannot be determined. The manufacturing records for the onxane-23 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Document change order le 16890 was issued for leaflet tuning as part of the standard manufacturing process. An onxane-23 sn (B)(4) on-x valve was implanted 2019 (B)(6) in the aortic position of a 34-year-old male. The only difficulty reported by the surgeon at surgery was that he was unable to rotate the valve to his preferred position, i.e. Perpendicular to the septum. Otherwise, the surgery went according to plan and echocardiographic evidence indicated a properly functioning valve with gradients in the single digits (mmhg). However, on postop day 3, echo readings indicated very high gradients; means in the mid-30mmhg range with peaks of 60-70mmhg. Fluoroscopy seemed to indicate one leaflet was not moving property. Eventually, the decision was made to remove {explant) the valve and replace it with another (non-on-x) prosthesis. Upon explant, the surgeon was of the opinion that one of the leaflets was still ¿sticky" compared to the other, but no anatomic, thrombotic, or other obstruction was in evidence to explain it, although the possibility of unobserved thrombotic material was not entirely ruled out. The patient, meanwhile, has done well following the reoperation. The valve was returned to the manufacturer for examination, although the surgeon notes he damaged the valve upon removal so any future analysis may be limited. This damage was corroborated upon examination but is not thought to be contributory to the reported abnormal leaflet motion. The examination also states that the articulation of the leaflets in the valve as received were still free to open and close normally without bind. There is no evidence of thrombus or tissue in the sub-assembly. Upon disassembly and under microscopic examination, the leaflets showed no damage or unusual wear patterns nor do the pivot regions of the housing. In brief, examination of the article did not suggest any cause for the abnormal leaflet movement as reported nor could the ¿stickiness¿ be reproduced. With the evidence we have, this is nominally a case of abnormal valve leaflet movement of unknown origin and, therefore potentially classified as prosthesis structural dysfunction. However, examination of the explanted valve did not expose any unusual structural problems. The cause may also be nonstructural dysfunction, with the source no longer in evidence. So, it remains unknown, at present, what contribution the valve may or may not have to this observation. The instructions for use list prosthesis dysfunction as a potential complication which may result in reoperation and/or explantation [IFU]. Root cause for this event is unknown. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.